Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 173ml, indicating the home patient (hp) drained 173ml more than their maximum programmed fill volume of 270ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be determined. If additional relevant information is received, a follow-up will be sent.